Event description:
It was reported the customer had a no delivery alarm. Customer's blood glucose was 113 mg/dl. The customer was able to resolve their no delivery alarm with a complete set change. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.